Event description:
It was reported the pump was alarming since the refill on (B)(6) 2012, and they starting to notice an increase in spasticity. It was reported that upon interrogation of the pump it was in pump stopped mode and reported there was 0ml in the reservoir. It was stated the pump had also cleared the patient¿s previous prescription. It was stated they put the previous dose back in and restarted the pump and everything was fine. It was noted the patient had an appointment to see the health care provider (hcp) on (B)(6) 2012. The patient recovered fully. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
(B)(4).